Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws began to separate. The silicone of the jaw completely peeled back. The device was withdrawn and all pieces were still attached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws began to separate. The silicone of the jaw completely peeled back. The device was withdrawn and all pieces were still attached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the tool handle and tool jaws were observed. Microscopic inspection showed the silicone insulation on the cold jaw peeled from the tip towards the middle portion. The silicone insulation on the hot jaw appeared intact. The heater wire was slightly flexed but remained attached to the hot jaw. Based on the returned condition of the device and the evaluation results, the reported failure "peeled" was confirmed. The analyzed failure "material twisted/bent" was also confirmed. Specific actions for both reported failure "peeled" and analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.